Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, while ablating with the unit, the physician reported that the power output dropped. The physician was able to successfully complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant conducted further tests on the unit and could not replicate the issue; all outputs seemed to be within specification.

Manufacturer narrative:
The returned device was in good physical and mechanical condition. Electrically, the unit was within all manufacturing specifications, and it passed all final testing protocols. The condition of the returned device was not consistent with the complaint that the power output dropped; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, while ablating with the unit, the physician reported that the power output dropped. The physician was able to successfully complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant conducted further tests on the unit and could not replicate the issue; all outputs seemed to be within specification.